Event description:
A baxter service technician reported an infusion pump with a failure code 808:08 that was found in the device's event history during service. Although attempts were made by baxter's technical support to obtain additional info from the reporting facility, details were not available regarding pt status, medical intervention, pt injury, age of pt, medication involved or the set up the infusion device. The hosp representative stated they have no record of any pt incident involving the pump since the last baxter service event.